Manufacturer narrative:
Product event summary: a photo of the balloon catheter afapro28 with lot number 13901 was returned and analyzed. The photo showed that blood was inside the balloon catheter. In conclusion, the reported visible blood was confirmed through analysis. The physical product has been returned and analysis of the physical product will be conducted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter displayed loop damage and blood was seen in the balloon. The mapping catheter and balloon catheter were both replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13901 was returned and analyzed. Visual inspection showed the 990063-020 mapping catheter with lot number 221278369 was inserted into the balloon catheter and was stuck. Visual inspection of the balloon catheter showed the presence of blood inside the inner balloon. Smart chip verification indicated the balloon catheter had been used for three applications the date of the event. The balloon catheter failed the performance test due to a system notice 50005, 'the safety system detected fluid in the catheter and stopped the injection upon electrical connection.' X-ray imaging showed the guide wire lumen was kinked and twisted proximal to the coiled section of the injection tube. The mapping catheter was noted to be inserted within the guide wire lumen and no kink or entrapment was observed through x-ray imaging. The dissection and pressure test revealed an inner balloon material crack and leak through the tip. Dissection of the balloon catheter showed the guide wire lumen was kinked, twisted and breached at the balloon segments. In conclusion, the reported presence of blood was confirmed through inspection. The balloon catheter failed the returned product inspection due a guide wire lumen kink, twist and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.